Event description:
The pt reported e8 (power interrupt) was displayed on the infusion device and he was not able to clear it. The pt inserted a new battery and e8 was displayed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device, battery, and battery cover were requested to be returned for eval. The pump was throughly checked. The e8 error messages were found in the history. The up button is always active. The snap dome of the up button is pressed through due to an external mechanical influence. This source led to an always activated up button and unclearable e8 error messages.